Event description:
Customer reported a negative antibody screen with 0.8% surgiscreen, lot# 8ss421. An immediate spin crossmatch was performed. One is compatible unit was administered to pt. During chart audit, account noticed pt experienced increased temperature during transfusion of the unit. Customer believes pt has an antibody to a low incidence antigen. No death or serious injury is associated with this event.